Event description:
It was reported that the flexible medullary fell apart during a tfn procedure. Nothing broke off into the patient, there was nothing to retrieve. The surgeon completed the procedure, there was no harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. Based on the evaluation performed and the unknown cause, this complaint is deemed indeterminate from a manufacturing position. Flexible reamer was received in one piece. The proximal end coupling of the reamer has many deep circular striations. There is also a small cap that is welded where the proximal coupling piece meets the flexible shaft that has detached from the proximal coupling piece. There are moderate circular striations around the length of the flexible shaft. The reamer head is in good condition and the cutting edges are fairly sharp.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Event description updated. Original awareness date is 2/3/12.

Event description:
This is report 1 of 1 for complaint (B)(4).